Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the left superficial femoral (sfa) artery. The 5.0x120mm supera self expanding stent system (ses) was advanced to the target lesion and the stent deployed; however a waist was noted in the proximal segment of the stent. During retraction of the ses the nose cone became caught in a very tight lesion in the anatomy and stretched and then separated, remaining on the 0.18 guide wire in the anatomy. The tip of a thrombectomy catheter was used to snare the nose cone and pull it back into the catheter, removing it from the anatomy. The procedure was completed without further issues. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The separation and stretch were confirmed. The patient-device incompatibility is related to case conditions and cannot be replicated in an lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, the tip caught anatomy (tight lesion) and was pulled off during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.